Event description:
It was reported that the customer had rec'd multiple occlusion alarms during bolus delivery. The customer's blood glucose level was impacted (300 mg/dl). Reportedly, the customer was using humulin u-500 insulin.

Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with prod other than humalog and novolog. The prod has not been returned for eval. Should new relevant info became available a supplemental report will be submitted.